Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
A consumer reported that the pump was alarming/beeping on (B)(6) 2015 and had been alarming for at least 20 days. It was reported that the patient is not going to have their pump refilled and has been weaned off of the pump. The alarm was described as a dual tone alarm that goes off four times per hour. No symptoms were reported and it was noted that the consumer was requesting someone to turn the pump off. It was reported that the pump is currently empty. The consumer reported that the patient has been in the hospital for 20 days (since (B)(6) 2015) for an unknown reason and they cannot say if the hospitalization is related to the pump therapy or not. Further follow up was done to determine the cause of the patient's hospitalization and if any troubleshooting or interventions were required as a result of the event. The pump had been used to deliver fentanyl and bupivacaine. The dose and concentration of the drugs is unknown. The indication for use was noted as cervical/neck and non-malignant pain.

Manufacturer narrative:
Updated to product problem only. Unchecked hospitalization as it no longer applies. (B)(4). Updated to malfunction report, as serious injury no longer applies.

Event description:
Additional information received from a consumer reported that the patient electively did not get the pump refilled, and that the pump was alarming and was (electively) empty since (B)(6) 2015. As previously reported, the patient was in the hospital in (B)(6) 2015, and it was confirmed this was unrelated to the pump or therapy. While in the hospital, an hcp visited the patient and told the patient they could turn off the pump, but the patient elected not to have the pump alarm silenced because they did not understand what the hcp was explaining to them. The pump alarm had been annoying the patient. The patient had been fully weaned off the medications and was using alternative treatments through their primary physician. The patient needed magnetic resonance imaging (MRI) to check on their pre-existing pain condition. The hcp knew the alarm was on and that the pump "isn't functional" and had nothing in it. The reporter was redirected to the hcp to discuss next steps. The patient was to meet with the manufacturer representative on (B)(6) 2015 to silence the alarm. Follow up was performed to obtain the patient outcome. If additional information is received, a follow-up re port will be sent.

Manufacturer narrative:
(B)(4).